Manufacturer narrative:
The lens remains implanted in the patient's eye. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient reported both crystalens implants as being pushed back in the posterior position of the eye. The patient reported having two yag procedures performed on her right eye and one on the left eye. The left eye was corrected to a visual acuity of 20/20. The patients visual acuity (va) for the right eye after yag procedure is 20/60, it is unknown if the visual acuity provided is for corrected or uncorrected visual acuity. The patient was prescribed a contact lens for the right eye and was advised to consider refractive surgery for residual refractive error. This report pertains to the patient's right eye. Additional information has been requested. Reference MDR #2031924-2013-00043 for the intraocular lens in the patient's left eye.